Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was successfully implanted. When the chronic right ventricular lead (endotak reliance model 0174 sn (B)(4)) was connected to this device, high out of range shock impedance measurements and noise were noted. Defibrillation threshold testing (dft) was performed at 21 joules. When the shock was delivered, an error code was displayed indicating a shorted shock lead. The shock did not terminate the ventricular fibrillation, however, the patient with this device successfully converted on their own. According to available information, this device remains implanted and a lead revision procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no an arc mark(s) on the device case. Review of device memory revealed the device recorded a shorted lead fault on (B)(6) 2011. During dft testing on (B)(4) 2011, the device recorded three faults indicating unexpected charge time behavior, and the device declared a battery status of end of life (eol). An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. Laboratory testing confirmed that pacing therapy remained available, but shock therapy was unavailable due to the above-mentioned circuit damage. Laboratory analysis concluded the device reached eol due to external shorting to the device case, which caused damage to the internal fuse. The open/damaged fuse prevented the high voltage capacitors from charging within the expected time limit.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received: during a follow up visit, this implantable cardioverter defibrillator (ICD) revealed an error code 1007 (charge time exceeded). Induction testing had been performed (as it had not been performed at the implant) and ventricular fibrillation (vf) was induced. The device started charging; however, no shock was given. An external defibrillation shock was required to terminate the vf. A yellow error code window was then noted. A data disk and memory download were performed and sent to a boston scientific technical service consultant and engineering for review. Upon review, engineering determined the device had been damaged at implant by the shock into an open lead thereby damaging the charging hardware causing the charging timeout fault. That lead (reliance model 0174 sn (B)(4)) was removed two days later due to a suspected lead fracture and no device damage was recognized at that time. The data analysis confirming this device damage was provided to the physician. A decision was made to replace this device. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.